Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device triggered elective replacement indicator (eri) and premature battery depletion was suspected. The device remains active in the patient. The replacement or explant of the device has been planned to occur. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.